Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that more than one previous occlusion event was occurred at the site on 07/may/2024. The customer resolved their issue by changing soft cannula infusion set only and resumed insulin. The customer experienced frequent and/or recurring occlusion issues. No further information available.